Event description:
The device pacer spontaneously shut off three times in a period of 15 minutes. Following these shut offs, pacing was successfully reinitiated. The pt was paced a total of 2 hours without further incident. Pt outcome was not reported, but the reporter indicated pt outcome was not affected by the event, due to continued device use.